Event description:
It was reported that the patient presented to the emergency room when not feeling well due to ventricular tachycardia (vt). T-wave oversensing (twos) occurred during a vt episode causing short v-v intervals and the lead integrity alert (lia) to be triggered on the right ventricular (rv) lead. Lead impedances were stable and no noise was observed with isometrics. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2007. (B)(4).